Manufacturer narrative:
Based on the claim against the product by the customer noting the monopolar curved scissors (mcs) tip cover accessory fell off in the patient, an investigation is pending to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged the monopolar curved scissors (mcs) tip cover accessory fell inside the patient. The mcs tip cover accessory was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell off of the instrument and inside the patient. The accessory was retrieved during the same procedure. The nurse commented that the mcs tip cover accessory was easier to put on that day. The procedure was completed with no further issues. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.